Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Event description:
It was reported that during the procedure the click sound was not heard from the connector while compacting the ventricular lead. After trying it again and not hearing the clicking sound the physician decided to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.